Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3. Not evaluated reason: device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) was over 400 mg/dl and an injection of insulin was used to address the bg level. As the occlusion alarm had occurred in the past and the customer had changed the supplies to the pump, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.